Event description:
It was reported that this device was used by the vascular access clinical nurse specialist. A crack was noted on (B)(6) 2015 at 22.30 hours.

Manufacturer narrative:
A lot history review (lhr) of reza0937 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reza0937) have been reported from one (B)(6) facility. The MFR has received the sample and will be evaluated. Results are expected soon.